Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states the needle was found to have debris and appeared to have a broken off piece. The needle caused a jam in the line because it was stuck in place and could not be picked by the suction cups or placed in the index trays. The needle did not have a cap; the vendor's lot number that would usually be printed on the cap was printed on the blue needle hub. Technicians have been monitoring the index trays, before and after the needle was found, and no other similar material was observed on the line. There was no impact to the finished product.

Manufacturer narrative:
The correct lot number is 707404. The lot number listed in the complaint is incorrect. The correct lot number is 707404. The device history record (DHR) for corrected lot number 707404 indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Specifically, samples are taken throughout the production of the lot and checked for contamination and damage. Additionally, a review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed. There were no related process or material changes related to the reported condition for this product. Process monitoring data for the lot was reviewed and there were no issues. A review of the machine setup was conducted and there were no issues. Observation of the machine is not possible because the machine has been removed from service. There was one (1) photograph returned with this complaint. The photograph was reviewed and the die pin was broken from the die rack and remained in the hub. The reported condition was observed. Based on the photograph the hub was processed through the entire line. The hub contained a die pin which most likely was broken at the eject kick off plate at the waterfall. The assembly then went to the cap station where the machine loaded the cap. Because of the die pin in the hub the cap could not be seated and therefore fell off the assembly. The sensor that detects the cap misread the die pin as the cap and allowed the product to go to the heat stake and videojet station and was ejected as a good part. When the product was placed in the sorter the height of the die pin needle combination was within the specification for the height of the finished product and was accepted. Additional failure modes as reported do not apply per photo analysis. The reported customer report is confirmed. The most likely root cause was determined to be the hub contained a die pin which most likely was broken at the eject kick off plate at the waterfall. The sensor misread the broken die pin, resulting in the height of the die pin needle combination being within the specification for the height of the finished product and was accepted. The machine utilized in production (mec 3) has been removed from service and the new agr assembly line uses metal pallets with steel pins to transport the product through assembly. This complaint will be used for tracking and trending purposes.